Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: during investigation, the pump passed all required testing for delivery and calculation. The complaint regarding inaccurate bolus calculation was reported on (B)(4) 2018 the pump was in use until (B)(4) 2018 , therefore the bolus history for (b(4) 2018 is no longer available. According to the pump bolus history the user frequently used advance bolus feature ez-carb , no detailed information was reported on the calculation inaccuracy. The ez carb calculation was tested by entering 7 g of carbs pump calculated the correct total of 1u. 14 g of carbs were entered and pump calculated a correct total of 2 u. No defects found.3. I : c ratio was set for 1u per 7g 12:00am . Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.